Event description:
During positioning of patient the hip pad attached to the table frame broke. The pad remained in place and stable during surgery, no patient injury occurred.

Manufacturer narrative:
Device not returned, unable to evaluate. (B) (4).